Manufacturer narrative:
Per tandem's t:slim user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer accidentally programmed a blood glucose (bg) value of 506 (mg/dl) instead of the intended bg value of 206 (mg/dl), and delivered too much insulin. The customer experienced a bg level of 69 mg/dl, and "turned pale" and was feeling weak. Reportedly, the customer received food from the customer's school teachers and staff to address bg. Recommendation was made to consult with health care provider regarding diabetes management.